Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when they were about to fire the device, it was blocked and they took another handle but it also did not fire. They had to use a third device to complete the case.